Event description:
Report 3 of 6 for the same event: it was reported from (B)(6) that during a cervical spinal surgical procedure, it was discovered that when the surgeon was using the attachment device, the end of the cutter broke after 5 minutes of using time. The reporter indicated that the residual part of the cutter was stuck in the attachment device. According to the reporter, the device was brand new. The reporter indicated that the event occurred 5 times. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
There was no contact phone number provided. The lot number of device was unknown. Therefore, the date of manufacturing was unknown the reporter stated that the device will not be returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.